Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a nurse that disconnected one of the bags during therapy and moved it to a different line while the patient was connected during dwell 8 of 8. Baxter explained therapy would need to be ended because the setup has been contaminated so the nurse ended therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the cause was unknown and the patient was doing fine with therapy. The nurse had no further information regarding the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer there was no further information so the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error.